Manufacturer narrative:
During a follow up with the customer on (B)(6) 2015, the customer indicated they were able to load a new cartridge successfully, and was doing "fine". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose (bg) level was approximately 300 mg/dl. The customer administered a manual insulin injection to stabilize bg level.